Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14460. It was reported that the implantable cardioverter and right ventricular lead were explanted due to a systemic infection. The patient was in stable condition.